Manufacturer narrative:
Patient weight was unavailable. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. On site troubleshooting by a medtronic field service representative was performed. The power board was replaced, but the system fuses blew again after replacement. A new power cord was then installed on the system. After new power cord was installed system was fully functional. However, in house analysis of power board and power cord could not replicate the reported issue.

Manufacturer narrative:
Device manufacture date correction provided.

Event description:
A medtronic representative reported that the site's mvs (mobile viewing station) would not power on. A medtronic field service representative advised that they replace the fuses, but the o-arm system would still not power on. The surgery was discontinued and rescheduled.